Manufacturer narrative:
Corrected information was provided in d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, outside packaging label does not match wagon wheel label, printing error. There was no patient contact. Additional information received stating that the procedure was completed on same day.